Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of shoulder prosthesis right side as patient suffered two falls before. First implant was not fixed to the bone, it had to be explanted and a new implant inserted doi: unknown, dor: (B)(6) 2020.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021: the investigation was re-opened upon receipt of the product. Examination of the returned device could not confirm the reported event. The device was manufactured on (B)(6) 2017. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: 1) quantity manufactured: 42 parts. 2) manufacture date: 20-october-2017. 3) no manufacturing deviations or anomalies in the DHR. 4) expiry date: 30-september-2022. 5) IFU reference: (B)(4). H10 additional narrative:  added: d2b, d4 (procode,lot,UDI), d9, g4 and h4 corrected: d1, d2, d3, g1 and h3.